Manufacturer narrative:
The device is intended to be used to provide visible illumination of the surgical field or the patient. The examination light was evaluated by a baxter technician. Upon inspection, it was identified that the safety segment pin was missing. The light head was therefore only held in place by the brake screw until the incident. It was clarified that customer installed the surgical lights and the safety segment pin was forgotten during this procedure. After the incident, baxter service technician installed the missing retaining segment on the remaining lights. Based on this information, no further actions are required at this time.

Event description:
It was reported that during the use of the trulight 1000 exam light, the head of the light became detached, and hit the caregiver in the head. During a follow up call with the customer, the customer confirmed that there was no injury associated with this event. The customer reported that the caregiver reached for the light as she was sitting down to positioning the light to position the light for a procedure, and the caregiver was pulling the light down, the head of the light disconnected from the arm, and hit the practitioner in the head, and the spring arm immediately shot up. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
It was reported that during the use of the trulight 1000 exam light, the head of the light became detached, and hit the caregiver in the head. During a follow up call with the customer, the customer confirmed that there was no injury associated with this event. The customer reported that the caregiver reached for the light as she was sitting down to positioning the light to position the light for a procedure, and the caregiver was pulling the light down, the head of the light disconnected from the arm, and hit the practitioner in the head, and the spring arm immediately shot up. This report was filed in our complaint handling system as complaint (B)(4).